Event description:
It was reported that the patient was transported to hospital due to fever, chills, shortness of breath and erythema. The initial laboratory results had shown an increase in white blood cell count; the patient was started on antibiotics. The implantable cardioverter defibrillator and leads were explanted due to infection. A new system will be re-implanted once the infection clears. No additional information available.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
New information received notes that the source of infection was a dental abscess and the patient was stable post procedure.